Event description:
Physician was called to bedside to do an endotracheal tube exchange. The physician attempted to use the new endotracheal tube introducer bougie-to-go¿ 15 fr. X 60 cm, but the endotracheal tube was not long enough to use. Patient had to be reintubated using the glide a scope. Patients saturation decreased to 45%. Patient was bagged until saturation increased to 90%.